Event description:
It was reported that during an orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. There were two focal lesions; the first was located in the sfa (85% stenotic, 2cm in length) and the second was near hunter¿s canal (4cm in length). The physician used a 6f introducer sheath from a contralateral approach to access the lesions. He successfully treated the lesions using a csi orbital atherectomy device and a viperwire guide wire. He then followed-up atherectomy with balloon angioplasty at the distal lesion site. As he was pulling back the viperwire distally to perform angioplasty in the sfa, he noticed that the radiopaque tip of the viperwire was shorter than normal, and a portion had broken off and was in the patient¿s peroneal artery. The physician then exchanged the viperwire for a 0.018¿ quickcross catheter. He injected contrast in order to visualize the tip of the viperwire, but in doing so the viperwire traveled distally into a branch off of the peroneal artery. He then tried to aspirate the wire tip, but was unsuccessful in doing so. The physician decided that surgical removal of the wire tip was a greater risk than leaving the tip of the wire in patient. He left the wire tip in the patient in a communicating branch off of the peroneal at a 90 degree angle, where he determined it would not migrate any further. The patient status remained stable throughout the procedure. Three additional requests for more information have been made of the facility, but none has yet been received.

Manufacturer narrative:
Device analysis: the initial visual examination of the guide wire revealed that the proximal spring tip solder bond and coils were damaged. The distal spring tip coils and support ribbon were also found to be fractured. The fracture was located 16mm distal to the proximal spring tip solder bond. The fractured section that was not returned for analysis was approximately 14mm long. The damage is consistent with the spring tip contacting the spinning driveshaft. Further analysis of the guide wire spring tip revealed adhered biological material. The damaged spring tip was sent for scanning electron microscope (sem) analysis. Sem analysis confirmed that the proximal solder bond on the guide wire exhibited flattened and indented surfaces, which are consistent with the spring tip coming into contact with the spinning driveshaft. No other damage was observed with the guide wire that would have contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation, the root cause of the reported event was the guide wire spring tip was brought into contact with the spinning driveshaft, causing the spring tip to fracture and break off of the guide wire. The (B)(4) IFU warning section states, "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." The material inspection report for this viperwire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).